Event description:
It was reported that during a laparoscopic colectomy procedure, when the surgeon dissect the mesentery in lower pelvic, it was a thin layer. He found there is some white powder coming out from the jaw. He withdrew the device and examined the jaw. He found the upper tissue pad was melted and slipped away. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Received new information that the tissue pad did not detach from the clamp arm and the complaint does not meet the criteria for a reportable event.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.